Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. Per FDA guidance for eua, a batch MDR is being submitted to represent all alleged samples, as only the negative results were reported out. The customer issue has been alleged on the cobas 5800 system (product catalog number 08707464001; UDI: (B)(4)) which is not yet available in the us. The test used on the cobas 5800 system is the cobas sars-cov-2 qualitative test for use on the cobas 5800/6800/8800 systems ce-ivd, catalog number 09446109190 and UDI (B)(4) which is not yet available in the us. The similar assay currently available in the us under emergency use authorization is the cobas sars-cov-2 test for use on the cobas 6800-8800 system (eua(B)(4), product code: qjr). The product catalog number for the test (192t) is 09175431190 and the UDI is (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from hong kong alleged discrepant results for 4 patient samples when using the cobas sars-cov-2 & influenza a/b qualitative nucleic acid test for use on the 5800/6800/8800 system. Samples 1, 2, and 3 were initially positive for target 1/tgt1 (sars-cov-2) and negative for target 2/tgt2 (pan-sarbecovirus). Sample 4 was initially positive for target 2/tgt2 (pan-sarbecovirus) and negative for target 1/tgt1 (sars-cov-2). The same 4 samples were repeated on the genexpert (sample 1 was also repeated on filmarray) and the results were negative. Samples 1 and 2 were repeated once more on the cobas 5800 and were negative for both targets. The negative results were reported. No harm was alleged.

Manufacturer narrative:
Sample 4 does not have the same pattern with an anomalous baseline, instead target 2 is low positive with a normal growth curve, this is most likely a sample at the limit of detection of the assay. Samples 1, 2, and 3 are identified to be related to the anomalous baseline issue. Roche received complaints reporting the generation of false positive and invalid negative control (nc) results on the cobas® 5800 instrument for the cobas® sars-cov-2 test and the cobas® sars-cov-2 & flu a/b test due to anomalous baselines. Select analytic units from customer sites were returned for investigational purposes. Upon inspection of the returned units it was noted that the wako lenses showed a deposit on their surfaces, which could affect the signal in the detection unit of the instrument¿s analytic unit. The described issue can generate invalid nc and false positive results, which theoretically affects all assays and all targets used on the cobas® 5800 system; however, there are no related complaints for the other assays run on the cobas® 5800 system, to date. Based on available data, assays performed on the cobas® 5800 system with an affected wako lens can report invalid or false positive results with some regularity, leading to erroneous or delayed diagnoses. The overall probability of harm to patients is dependent on the specific assay. Affiliate organizations are instructed to contact impacted customers and schedule site visits to clean the instrument¿s wako lens, as needed, following service documentations. Capas were initiated. Consignees will be notified. Important: the cobas® 5800 instrument is currently not available in the us. ¿ the customer issue has been found to be related to the cobas 5800 system (product catalog number 08707464001; UDI: (B)(4)) which is not yet available in the us. This specific wako lens is used only on the cobas 5800 analyzer. No other instrument is affected.